Event description:
Caller reporting on breast implants. She advised she was somewhat ok with them until about a year ago when her symptoms started getting worse and it is now horrible, she is getting the implants out 5th of july. Reporter advised she was healthy and did not take any medications until last year. A list of adverse events include fatigue, insomnia, muscle weakness, dry skin, weight gain, dry eyes, vision problems, hearing issues, gerd, digestion problems, bumps and sores on skin, numbness, headaches, anxiety, vertigo, depression, mood swings, brain fog, tinnitus, polymyalgia rheumatica and discomfort. Implants migrates to under her armpit and she must move them to be able to sleep.